Event description:
The customer reported a cleaner fluid leak of approximately 20ml from a coulter lh 500 hematology analyzer while running latron. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/23/2015 and found and replaced leaking black striped tubing through pinch valve (pv37) to resolve the issue. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).